Event description:
During a follow up appointment after an endovenous laser ablation procedure, a minor clot in the common femoral vein was observed under ultrasound. It was reported that no further treatment or medication was required in order to resolve the clot, and no impact to the patient was reported in association with the clot.